Manufacturer narrative:
(B)(4).

Event description:
Following implant, the patient had about two months of efficacious therapy. Then he started losing effect from the therapy. A catheter dye study was performed one month ago and it showed dye exiting from the tip of the catheter but it also showed leaking around the pin connector site which was attaching the proximal and distal segments of the catheter. The patient also had a bulge of a fluid collection and swelling at the spinal site where the catheter entered into the spine; the physician suspected a csf leak. In surgery on (B)(6) 2011, the physician made an incision directly over the fluid collection. They immediately got a spray of clear fluid, at this point, the physician accessed the catheter access port and pulled back 6 cc of clear fluid to clear the implanted catheter length. He visualized an air bubble and felt that there was most likely a leak or an open area somewhere along the catheter segments because normally he would not be getting air from pulling back on the catheter access port when the pump and catheter were implanted. He then pushed preservative-free normal saline through the catheter access port and tried to visualize any leaks at the pin connector site but couldn't see any. He then made the decision to pull out the spinal segment of the catheter and clamp the catheter off below the six holes where the medication exits in the spine. After this, he again tried pushing saline through the catheter access port syringe and could not see any leaking. He then decided, based on (B)(6) study that was done one month ago, to replace the spinal segment of the catheter since it appeared that the contrast was leaking out just beyond the pin connector site where it interfaced with the spinal segment catheter. A new spinal segment was implanted and reattached to the existing proximal segment of catheter. Following the procedure, the physician decreased the patient's infusion rate. The device system had been delivering dilaudid 2 mg/ml at .4 mg/day and marcaine 20 mg/ml at 4 mg/day. The doses were reduced to .25 mg/day for the dilaudid and 2.5 mg/day for the marcaine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.